Event description:
The customer reported to olympus the hd autoclavable camera head exhibited an air leakage at the connector. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, it was observed that the device displayed no image, the image disappeared. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was not displayed because communication failure occurred due to disconnection of the cable. Additionally, there was water immersion due to the damaged connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to the image was not displayed because communication failure occurred due to disconnection of the cable. We could not surmise the cause of the disconnection of the cable. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): as to cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video connector by pulling the camera cable. Equipment damage may occur. Olympus will continue to monitor field performance for this device.